Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated to (B)(4) 2017. UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date was unknown. Reporter¿s facility name and complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during demonstration two adapter devices were having issues inserting on the attachments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. A review of the device history record was performed and no non-conformances were detected related to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.